Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that patient underwent a successful thrombectomy procedure with the subject retriever for a clot located in the left m1 segment. The day after the procedure, asymptomatic intracerebral hemorrhage was observed in the treated area; however, no medical treatment was performed. Approximately a week later the patient died due to pneumonia. No further information is available.

Manufacturer narrative:
The subject device was disposed in the hospital.

Event description:
It was reported that patient underwent a successful thrombectomy procedure with the subject retriever for a clot located in the left m1 segment. The day after the procedure, asymptomatic intracerebral hemorrhage was observed in the treated area; however, no medical treatment was performed. Approximately a week later the patient died due to pneumonia. No further information is available.